Event description:
It was reported the patient had a neck fusion on (B)(6) 2026 wherein the device was not placed in surgery mode. Subsequently, the patient was unable to connect to the ipg and the patient controller was displaying an error message since the procedure. Troubleshooting was able to resolve the issue and therapy was restored.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.